Manufacturer narrative:
Other text: additional information: d10, h6, h10: information was received on (B)(6) 2022 indicating that the event occurred during use, there were no patient consequences.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal was intact. During functional check, the reported complaint was not duplicated. However, found service due message on the pump's display. Root cause was service was due. Replaced clock battery to be replaced.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal was intact. During functional check, the reported complaint was not duplicated. However, found service due message on the pump's display. Root cause was service was due. Replaced clock battery to be replaced.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device would not restart beeping. It is unknown if there was no patient, or clinician injury associated with this event.